Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was recharging the ins because she needed to activate MRI mode. The MRI was noted to be unrelated to the device or therapy. It had been about a month since the patient last recharged and she wasn't using stimulation as she didn't need it for her legs and the time so that was why it was depleted on (B)(6) 2017. It was reported that recharging was taking too long and there was poor coupling. Troubleshooting of repositioning the antenna over the ins and reviewing the antenna locate feature was done but these steps did not resolve the issue. It was reported that the ins was tilted; the patient said that the ins didn't look as high and one side seemed higher. Adhesive discs were ordered for the patient. The patient was to contin ue recharging until at least one quarter full, call to review MRI mode, and call again after receiving the adhesive discs. No symptoms were mentioned. Recharging seeming like it took longer than it should occurred since the patient started recharging the ins after implant. The poor coupling occurred on (B)(6) 2017. It was noted that the patient didn't intend to follow-up with any healthcare professional. Additional information was received from the patient. It was reported that the patient had the ins almost charged and that her MRI was scheduled for (B)(6) 2017. The patient wondered when she should call back to try MRI mode. It was noted that the patient would have her great granddaughter assist and may call the manufacturer back another time.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.